Manufacturer narrative:
Investigation summary: customer returned (10) 1/2cc, 12.7mm, 30g syringes in a sealed poly bag from cat # 328466, lot # 8022769 and (10) 1/2cc, 6mm, 31g syringes in a sealed poly bag from lot # 8022764. Customer states that she received a box of syringes in which there was one bag that was written in spanish and the item number was different from the other 9 packages. A review of the device history record was completed for batch# 8022769. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. As per manufacturing, probable root cause: the one incorrect bag found in the carton with (B)(4) correct bags was caused most likely from an incomplete changeover. A bag of syringes from batch 8022764 was not cleared from the line and was inadvertently reintroduced during the production of batch 8022769. A situation analysis has been written for this issue- (B)(4).

Event description:
It was reported that the shelf carton of bd insulin syringes with the bd ultra-fine¿ needles contained mixed products.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the shelf carton of bd insulin syringes with the bd ultra-fine¿ needles contained mixed products.